Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted broken occluder feet on the light blue main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the light blue main body of the twist clamp separated from the white twist sleeve on a minicap extended life transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for about three (3) months. There was no patient injury or medical intervention associated with this event. No additional information is available.